Event description:
At the end of the surgical case, the surgical nurse pulled off the cautery pad and noticed a red mark the entire circumference of the cautery pad. Dates of use: one surgical procedure: (B)(6). Event abated after use stopped or dose reduced: yes.